Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hipot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, belt failed the hipot test. The cause was isolated to the trunk cable. There was a short inside the trunk cable, which caused the test failure. The root cause of the short was unable to be positively determined, but likely physical abuse as the trunk cable was cracked as received. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.